Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had stopped taking their medicine and began drinking heavily at least one week prior to the event. Due to these issues, no programming changes were made to the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.